Manufacturer narrative:
There was a broken reservoir tube lip noted. The device had cracked lcd window, cracked case at lcd window corners, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call of broken piece on their insulin pump. The customer states there is a missing piece from the reservoir compartment. The customer's blood glucose level at the time of incident was 150mg/dl. The customer believes the device was dropped on the tile floor. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.